Event description:
It was reported that in the first two weeks of implant the patient experienced pain. X-ray showed one of the implants had laterally migrated. The patient underwent a revision procedure wherein the physician observed a spinal process fracture. The physician believed that the patient fell and caused the implant site to split open.